Manufacturer narrative:
(B)(4). The age of the patient is unknown but they were reported to be in their (B)(6). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach was further described as the transfer set not being closed properly and resulting in a leak. The peritonitis was manifested by cloudy effluent. Nine days after diagnosis, the patient was hospitalized for this event. Treatment for this event was ceftazidime (1.5 g, route, frequency and duration not reported), ancef (1.5 g, route, frequency and duration not reported), and heparin (1 ml, route, frequency and duration not reported). The patient was retrained on aseptic technique. Action taken with therapy is unknown. At the time of this report, it is unknown if the patient has recovered from this event. No additional information is available.